Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report includes a corrected analysis conclusion statement.

Manufacturer narrative:
Additional information: b5, g3, h2. Corrected information: h11. The reported event of blood and air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pvi procedure, after inserting the dilator, blood was observed leaking back from the sheath. Air bubbles were also able to be aspirated when flushing. The procedure was completed without replacing the sheath with no adverse consequences to the patient.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.